Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has not been returned to the MFR for eval to date. The investigation is currently underway. (B)(4).

Event description:
It was reported via user facility medwatch report that "a pt with multiple fractures had the inferior vena cava (ivc) filter implanted during hospitalization. Upon removal of the filter two years later, it was found that one filter arm broke at the level of the sheath valve. The ivc filter with six long arms and five short arms was removed intact and the sixth short arm that broke off was removed as well. The ivc appeared normal on a post procedure cava gram."